Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 not turning on. The customer reported problem of 8015 not turning on was confirmed. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. Technical support- 1. Customer would like to send in for repair. 2. Emailed customer our fixed level pricing pdf. 3. Customer will call back to set up repair. 4. Called to follow up with customer with no answer or voicemail. Technical support case will now be closed. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem of the device not turning on was confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device will not turn on. The tech recommended replacing the power supply processor board. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on. The tech recommended replacing the power supply processor board. There was no patient involvement.